Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the maryland bipolar forceps instrument sparked. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Customer replaced the instrument twice to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arc grounded between jaws when the surgeon was cauterizing. Site used vio3 bipolar cut. The instrument was connected properly. When arcing event occurred, the instrument's tip was in contact with the tissue. The instrument did not touch any staples, clips or sutures while energized. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There was a second spark, but the instrument was not damaged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.